Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise episodes on the right ventricular lead resulted in t-wave oversensing episodes. The device was reprogrammed and the issue resolved with no adverse consequences to the patient. Related manufacturer reference number: 2938836-2017-01846.